Event description:
It was reported that whenever the patient lies on their left side, there is oversensing of the t-wave or retrograde conduction seen on the right atrial (ra) channel. Ra lead measurements were within normal range and no noise was seen with movement or manipulation, thus at this time giving no indication of a lead issue. The post-ventricular atrial refractory period (pvarp) was adjusted which resolved the oversensing. It was noted that the implantable cardioverter defibrillator (ICD) is close to elective replacement indicator (eri), so the system will be monitored in shorter intervals at this time. Currently the ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.